Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that unable to activate scan button, it turns green getting clicked with trackball but circle scan did not appeared in the patient's unknown eye, during cataract surgery. The system was successfully worked after restart. Considering user leveled error customer didn¿t not reported the issue.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the unable to activate scan button, it turns green getting clicked with trackball but circle scan did not appeared in the patient's unknown eye, during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).